Manufacturer narrative:
The customer¿s reported complaint of a communication error was not confirmed during. Similarly, the reported pump module false air in line alarms were not confirmed during testing. However, several air in line alarms were noted on the reported incident date. Based on the available logs, there was no evidence of a channel disconnect event. Which can cause a communication error to display on units during this type of event. It should be noted if a channel disconnect/ communication loss was to occur, the system is designed where the pumps will continue to infuse until the units are physically removed from the system. Results from the iui test method suspect that the pump module male iui connector and/ or a female iui on either syringe module connector may have caused a channel disconnect/ communication loss event based on the amount of contamination and rib damage observed. Proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion or cracks are identified. Iui covers are available to protect from contamination which can lead to corrosion. False ail test method results, consisting of a one-hour test infusion and measurements of the ail ultrasonic signal indicated that the ail assembly is within specification. Event administration tubing sets were not returned for investigation. The root cause of the customer¿s experience with a communication error was not definitively identified; however, it is believed that iui contamination, corrosion, and several crushed ribs may have attributed to the reported error incident. The root cause of customer¿s experience with false ail alarms on the returned pump module was not determined. Test results confirmed the pump module air in line detection system is operating as intended and in specification. Device history review: review of the syringe module s/n (B)(6) service history record showed the device had a manufacture date of 20nov2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 29sep2020 and indicated that this device has been returned to service. On (B)(6) 2016, the unit was returned for the split nut recall and completed. On (B)(6) 2020, the unit was returned for stuck plunger grippers. The associated parts were replaced to address the issue. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that on (B)(6) 2020 at 5:00am the pcu pump and both syringe pump modules alarmed for communication error, unexpectedly stopping critical infusions for the pediatric post-op heart transplant patient. The medications infusing were epinephrine (0.1mg/ml concentration in a 250ml bag) infusing at a rate of 0.1mcg/kg/min=3.06ml/hr, and vasopressin (1unit/ml concentration in a 50ml bag) infusing at a rate of 40milliunit/kg/hr=2.04ml/hr. There were no prior alarms, warnings, or indications that there were any device issues before this occurred, and the pump was neither in transit nor hit/bumped. There was also a large volume pump module infusing blood at the time of the event, and this pump module repeatedly false alarmed for air-in-line, even though no air was seen and even after the line was flushed. The patient suffered hemodynamic instability and required rapid volume resuscitation due to the event, however there were backup pumps readily available to quickly transition drips to new devices, and there was no harm to the patient, who recovered from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that on (B)(6) 2020 at 5:00am the pcu pump and both syringe pump modules alarmed for communication error, unexpectedly stopping critical infusions for the pediatric post-op heart transplant patient. The medications infusing were epinephrine (0.1mg/ml concentration in a 250ml bag) infusing at a rate of 0.1mcg/kg/min=3.06ml/hr, and vasopressin (1unit/ml concentration in a 50ml bag) infusing at a rate of 40milliunit/kg/hr=2.04ml/hr. There were no prior alarms, warnings, or indications that there were any device issues before this occurred, and the pump was neither in transit nor hit/bumped. There was also a large volume pump module infusing blood at the time of the event, and this pump module repeatedly false alarmed for air-in-line, even though no air was seen and even after the line was flushed. The patient suffered hemodynamic instability and required rapid volume resuscitation due to the event, however there were backup pumps readily available to quickly transition drips to new devices, and there was no harm to the patient, who recovered from the event.